Event description:
During the implant, it was reported that "the screw was out of the hole". The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) during visual analysis no anomalies were found however there was grommet damage and foreign material in the setscrew.